Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Our investigation determined that the "unit failed" message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode. Reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.